Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32639. It was reported the patient experienced a fall and lost effective therapy. X-rays discovered the leads migrated. In turn, surgical intervention took place wherein the lead was repositioned on (B)(6) 2020. Effective therapy was restored post-op.